Event description:
Boston scientific received information that this pacemaker was suspected with premature battery depletion. The patient had a CT scan procedure recently. The patient was then scheduled for a follow up. The information was forwarded to the technical services. Boston scientific technical services (ts) discussed that a memory dump was needed for further analysis. Ts later confirmed that no memory dump was submitted nor were there any updates to this event. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.